Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the customer received compromised force sensor system alarm (a33 alarm). The blood glucose value was unknown at the time of report. The troubleshooting was done. The drive support cap appears normal (recessed). Advised customer to discontinue the insulin pump. Advised customer to revert to back up plan per hcp instructions. Advised customer the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor .unable to perform basic occlusion test, occlusion test,compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. However, unit passed rewind test and displacement test.